Event description:
In 1-3 days after applying dexcom g6 continuous glucose monitor, I needed to remove said monitor due to itchy and burning rash at insertion site. This has happened for every cgm used since april. I used dexcom g5 for roughly 2 years before switching to g6 roughly 18 months ago. I never had a problem with any dexcom devices until the date mentioned above however since then, without exception, I have not been able to wear one of their cgms for more than 4 days. The rash left behind is the exact shape dimensions and location of the adhesive gauze pad. It is red and blotchy in appearance and stings to the touch. It is very itchy, slightly enflamed (raised up in a sort of plateau) and it remains moist for about a day or so following removal. After about four days the rash heals into a pealing scab, and then about four days later it heals into a brown spot. The cgm sometimes has a yellow discharge left behind on the exposed side of the patch which turns into a hard crust over time. FDA safety report ID# (B)(4).